Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the ICD was removed and replaced. It was noted that the patient had received many appropriate shocks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was unhappy the implantable cardioverter defibrillator (ICD) device triggered recommended replacement time (rrt) after just six months of use. The device remains in use. It was also reported that the left ventricular (lv) lead was observed with high output. The lead remains in use. No patient complications have been reported as a result of this event.